Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a ventricular episode that appears with electromagnetic interference (emi) and a five second pause with noise over sensing on right ventricular and shock channel. All lead measurements were normal, and the field representative does not know which was the emi origin. The crt-d remains in service. No adverse patient effects were reported.